Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
In this case, the operator had completed a patient scan and placed the patient's wheelchair next to the imaging couch. The operator executed the "patient load" pre-programmed motion (ppm) to remove the patient from the brightview spect camera. While the imaging couch was lowering down, the table covers for the imaging couch came in contact with the arm of the patient's wheelchair. The imaging couch lifted off the ground because the pins lifted out of their holes and caused it to tip over. The patient alerted the operator who tried to break the patient's fall from the imaging couch. The patient was taken to the hospital emergency room (ER) for evaluation, which concluded the patient had an abrasion to their left foot. The abrasion on the patient was cleaned and dressed; the patient was then released by the hospital. A philips service engineer evaluated and found the imaging couch on its side.